Manufacturer narrative:
H6 component codes/appropriate term/code not available: monofilament. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 12-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the patient had a prolonged hospital stay due to multiple issues. The ng (nasogastric) tube was in place for a prolonged period of time, but it was changed 6-different times. The bridle was placed at least once by [the clinician] using the new bridle. The issue [the clinician] noticed was that the tube and the bridle seemed to continually get pulled against the septum of the nose even though there was enough space ([the clinician] made sure to leave at lease a thumb's width between the septum and the clip). It looked to [the clinician] like when [the patient] swallowed it got pulled against [the patient's] nose. The patient also had episodes of agitation and would jerk her head and pull on the tube, [the patient] also had a wide septum which also contributed to the issue. Wound care rn (registered nurse) saw the wound after [the clinicians] identified it as a possible pressure issue and described it as an evolving dti [deep tissue injury] due to pressure and shear.